Manufacturer narrative:
The customer's device was not returned for evaluation. The pump passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient implanted with an impella cp experienced bleeding complications. It was documented that the patient was bleeding from their nose and puncture site roughly five days into support. Multiple blood transfusions were performed and anticoagulation was monitored to manage the condition. Later, the patient was successfully weaned from the pump and survived.